Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch # (B)(4) that balloon deflation failure and worsening chest pain occurred. At an unknown time during the procedure, 2 non-bsc stent delivery system (sds) and one unknown sds had sheared in half inside the patient previous to the deployment attempt. All of parts of the catheters were successfully removed from the patient. A 3.50mm x12mm emerge¿ balloon catheter was advanced and inflated; however, the balloon would not deflate causing the physician to pull the balloon out in an inflated state. The patient experienced worsening symptoms, including worsening chest pain, and needed extra medications during the procedure. No further patient complications were reported.